Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted: (B)(6) 2017 310c29 mitral valve implanted: (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed sepsis/septicemia and septic shock. The source of the infection was noted to be the heart valves with the organism identified as staphylococcus aureus. The patient had their cardiac resynchronization therapy defibrillator (crt-d) system removed due to infective endocarditis and replaced. No further patient complications have been reported as a result of this event.